Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced acute nausea and vomiting which caused her daughter to call 911 (emergency number) where she was transported to the hospital for 2-7 days. Once admitted patient was diagnosed and treated for diabetic ketoacidosis (dka) and was discharged on (B)(6) 2019. The length of emergency room (ER) and/or hospital admission was from (B)(6) 2019 to (B)(6) 2019. The patient's blood glucose level was 592 mg/dl. The patient was given intravenous (IV) insulin and underwent diabetic ketoacidosis (dka) protocol. No further information available.